Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the balloon was radially and longitudinally burst. The distal inflation balloon and nose tip were separated and not returned. There were gouges observed on the flex tip. Functional testing was performed on the returned device for its valve alignment function (gross alignment and fine adjustment) during the pre-decontamination process. Engineering was able to perform gross alignment by pulling the balloon shaft to the warning marker, and they were able to perform fine adjustment by rotating the fine adjustment wheel without abnormalities nor unusual resistance. Dimensional testing was also performed. The inflation balloon single wall thickness was measured along the edge of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: commander delivery system with balloon radially burst. Nose tip and distal inflation balloon, and distal end of guidewire lumen are shown separated from the rest of commander delivery system. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was presence of calcification at the landing zone. However, without CT report landing zone characteristics cannot be determined. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event for difficulty or inability to withdraw system through vasculature was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon was radially burst. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the patient's vasculature, which could have led to the observed withdrawal difficulty. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The reported event for valve alignment difficulty was confirmed based on evaluation of returned device. Several factors (e.g. Valve alignment performed in a non-straight section of the anatomy, residual fluid left in balloon after de-airing, and/or device manipulation such as torquing the handle) may have been present during the procedure which may lead to difficulties during valve alignment. However, due to limited information the root cause of the event remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards netherland's affiliate, during a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia transcatheter heart valve, resistance was encountered while advancing the 29mm commander delivery system with the crimped valve through the 16fr esheath+. Despite this, the procedure continued, and additional resistance was noted during balloon alignment and a lot of force was used in order to perform the alignment. During valve deployment, the balloon of the commander delivery system ruptured at full inflation with nominal volume. The rupture was circumferential and difficulties withdrawing the device was encountered. Therefore, the system was cut and a snare technique was required to retrieve part of the commander delivery system, and with the assistance of the radiologist, the distal portion of the system was successfully removed. No patient injury occurred and the patient remained stable post-procedure.

Manufacturer narrative:
Investigation is still ongoing.